Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hematoma occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and watchman ® laa closure device & delivery system were used. The closure device was successfully deployed. After the was removed the patient had slight bulging of their skin. Manual pressure was held and the patient was sent to a room. A vascular ultrasound was performed to assure no further complications. The test was negative and the patient was discharged home saturday (B)(6) 2018. On monday (B)(6), 2018, the patient was seen for her international normalized ratio (inr) check, which was 1.4. They had bilateral heavy bruising at their groin sites and the patient was sent home. On the night of (B)(6) 2018, the patient returned for an inr re-check which was 1.9 and later that night she moved with extreme exertion getting up from her chair at home and presented heavy pain at groin area. The patient was admitted to the hospital. On (B)(6) 2018, the patient remained hospitalized as the hemoglobin had dropped. The closure device looked good and further testing was going to be performed.